Event description:
I received the essure implant in the summer of 2011. Since that time, I have been diagnosed with these issues or have had these issues. Abnormally, heavy periods, cramping, painful intercourse, (specifically on the left side), hair loss, weight gain of (B)(6), (I am currently seeing a nutritionist due to this issue), diagnosed with gastroparesis, chronic constipation, diagnosed with vitamin d deficiency, bartholin cyst at vaginal opening, spotting, incontinence, ( which has increased dramatically in the last year, loss libido, debilitating breast pain, diagnosed with trigeminal neuralgia, headaches, numbness, tingling, forgetfulness, anxiety and insomnia.